Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical system for two patients. The initial accu tni result was 2.47 ng/ml for pt a and 19.61 ng/ml for pt b. The result for pt b was reported out of the lab. The original samples of both patients were re-tested and repeated accu tni results were 0.06 ng/ml, 0.04 ng/ml for pt a and b respectively. It is unk if pt treatment was affected as a result of this event.

Manufacturer narrative:
The specimens were collected in 13 x 100 bd sst tubes or bd orange top clot activator tubes. Per customer, tubes are mixed upon collection and allowed to clot for 20 minutes. Prior to centrifugation. Bd recommends a 30 minute clotting time. The samples are centrifuged at 2,600 rpm for 10 minutes and processed through the closed tube accessing (cta) system. The samples were not re-spun prior to repeat analysis. Qc was within specifications during the time of the event. A system check performed in 2008 was within specifications. A field service engineer (fse) was dispatched, but service info was not supplied. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.